Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine leiomyoma on (B)(6) 2013, fibroids in 2005, myomectomy in 2005, overweight, gallbladder polyp and thermal ablation. Concomitant products included minerals nos; vitamins nos (centrum) since 2007, naproxen sodium (aleve) from (B)(6) 2014 to (B)(6) 2015 and paracetamol (tylenol extra strength) from (B)(6) 2014 to (B)(6) 2015. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"), 3 months 5 days after insertion of essure. On (B)(6) 2014, the patient experienced back pain ("back pain"). On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal distension ("weight gain (bloating)") and was found to have weight increased ("weight gain"). On (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). The patient was treated with surgery (d&c and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and alopecia outcome was unknown and the menorrhagia, dysmenorrhoea, weight increased, back pain, fatigue and abdominal distension had resolved. The reporter considered abdominal distension, alopecia, back pain, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case menorrhagia and total bilateral occlusion was confirmed via patients medical record. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs and mr received: case became valid and incident. Reporter information, patient demographic, other relevant history, lab data, device removal date, concomitant product, event injury is replaced with pelvic pain. Events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), weight gain(bloating), hair loss, back pain and fatigue were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.